Event description:
It was reported that patient presented to ER after receiving hv therapy. Upon investigation, the device was in bvvi mode an output anomaly is suspected. The lead was capped and replaced. Patient was fine after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.